Manufacturer narrative:
Analysis of the log files from this AED revealed that beginning on (B)(6) 2021, the AED began reporting a service code by flashing its red asi and chirping. From that day forward, there was no evidence in the log files of any human interaction to address the aeds condition and the AED continued flashing its red asi and chirping until the AED's battery pack became fully depleted. On (B)(6) 2022, during the reported event, the AED did not power on due to the depleted battery pack.

Event description:
A customer reported that during a rescue attempt on (B)(6) 2022, AED sn (B)(4) would not power on and a second AED was quickly used - this AED was not used on the patient. On july 27, 2022, an analysis of the log files from this AED revealed that beginning on (B)(6) 2021, the AED began reporting a service code by flashing its red asi and chirping. From that day forward, there was no evidence in the log files of any human interaction to address the aeds condition and the AED continued flashing its red asi and chirping until the AED's battery pack became fully depleted. On (B)(6) 2022, during the reported event, the AED did not power on due to the depleted battery pack and this MDR is being filed due to a lack or maintenance of the device, specifically the AED's battery pack.